Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿patellar tendon rupture and ligamentous laxity¿ postoperative pain.¿

Event description:
It was reported that the patient underwent initial right total knee arthroplasty on (B)(6)2008. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 due to sudden pain and laxity in the posterior cruciate ligament. The tibial bearing was replaced.